Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found that that the returned ligator housing had three bands still attached to it and some of them were overlapped. The ligator housing teeth were bent, and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of a bands prematurely deployed cannot be confirmed since a premature deployment issue could only be seen during a procedure. Upon analysis, it was found that the some of the bands in the ligator housing overlapped, and the ligator housing teeth were bent. If the ligator housing teeth were damaged when the bands were being deployed, there is a chance that the suture could have gotten loose and deploy more than one band at once. However, this cannot be seen during the product analysis since a premature deployment issue could only be seen during a procedure. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy a band, two bands were deployed together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital ((B)(6) hospital). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy a band, two bands were deployed together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.